Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. 49 power on resets (por) occurred . 4 most recent firmware pors recorded from (B)(6) 2016 through (B)(6) 2016 due to "fw #9 edc error reset, microprocess was master of the bus at the time of reset."

Event description:
It was reported that the patient's implantable cardiac monitor (icm) had multiple power on resets (por). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated a full electrical reset. The analyst also noted:pal analysis confirmed the pors occurrence as reported. However, x-ray and detailed visual examinations of the device failed to reveal evidence of device malfunction that would account for the reset. The analysis was terminated with no cause identified for the pors. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.